Event description:
There was report of urinary retention. The patient did not recover even the drug dose has decreased. Therefore, the urinary balloon was removed and then, the patient was in remission. Not pump related. It was further reported that the patient¿s blood pressures were 142/94 and 156/90 at 18 and 24 months postoperatively. The patient¿s assessment related to improvements in spasticity and adl function compared to pre-dosing was reported as improved and effective. ¿anuresis¿ occurred the beginning of december of 2008. This required a dose change. As of (B)(6) 2009 the patient outcome was reported as recovering and the urethral balloon catheter was removed. This was reported a probable being related to the investigational drug and not related to the pump, catheter, programmer or procedure. The patient was noted to have several refills/dose changes for spasm control from (B)(6) 2009. A new prescription, discontinuation or change in dosing regimen later occurred. On (B)(6) 2011 (42 months postoperative) a refill was performed and the pump was filled with saline at 0.0 micrograms for spasm control. On (B)(6) 2011 (48 months postoperative or termination) a refill occurred and changed to 10.0mcg for spasm control. Again there was an improvement in spasticity and adl function verse pre-dosing on both of these dates and therapy noted as effective. Date of termination was reported at (B)(6) 2011 but the pump was not explanted. It was further reported that this patient's spasticity did not deteriorate even after the administration of baclofen had been replaced with saline. The pump implant surgery was conducted after three months after the patient's second cerebral hemorrhage. The patient was started with 50 g and "passing" was observed at about 80 to 90 g. However, there was a relaxation/elimination of spasticity of both lower limbs (flaccid) and it was difficult to maintain an erect position (supportability/stability) at the time of transfer (sitting down and standing up). Therefore, the dosage was reduced at about three-four months after the surgery and there was substitution from baclofen to saline about four years after surgery. At present, ¿passing¿ has been observed for 28 months (a little spasticity appeared in the lower limbs as1.8) and there was ¿excellent passing/seemed to be well so far.¿ it was concluded that with this patient aggravation of spasticity was not observed even after substituting from baclofen to saline (dosage zero) and the patient experienced ¿excellent passing.¿

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, lot# unknown, product type: catheter; product ID neu _unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).